Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 2250 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the needle mechanism complaint. The soft cannula was observed to be shortened. The timing and cause of the observed cannula damage could not be determined.